Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. One vial of test strips was returned for evaluation. Glucose control testing was performed and test results were acceptable - testing results within in range. Most likely underlying root cause mlc-009: user error caused or contributed to event. Note: customer was contacted in a follow-up call to obtain additional information - able to establish contact with customer who stated will be out of the country and back in july. Unable to obtain further information. Note: complaint event took place outside of the united states ((B)(6)).

Event description:
Customer complaint is for the true metrix blood glucose test strips. Customer had called previously to order control solution for her true metrix go system; she stated she purchased the meter along with the test strips. When she received the control solution, she called to say she has been getting control solution test results considerably lower than the control range printed on the vial of test strips. After further questions it was found out that the control ranges printed on the test strip vial label are in mg/dl instead of mmol/l. The test strip lot manufacturer¿s expiration date is 03/31/2022; open vial date and storage location were not disclosed. No symptoms or medical attention associated with the use of the product was reported.